Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5. H6: code 3191 used to capture surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 9 for (B)(4).

Manufacturer narrative:
This report is for an unknown rod/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Additional product codes: kwp, mni, mnh. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a spine l3-5 fixation with viper 2 occurred on (B)(6) 2019. On insertion of the second rod he was reducing the rod using the reduction tool from viper. On reducing the rod, the extension disengaged from the screw head at l4, the same happened when reducing at l3. The surgeon was advised to try reattaching an extension to enable reduction, instead he extended the incision between l3/4 and used the expedium flex clip reducer to reduce the rod and insert the set screw. After this the construct was successfully final tightened. A surgical delay of 30 minutes was noted. Concomitant device reported: unknown set screws (part# unknown, lot# unknown, quantity unknown). This is report 2 of 2 for (B)(4). This report is for unknown rods.